Event description:
Pt feels the bipap auto machine does not work properly. The analog rhythm does not work at all. Called because he is concerned about the mfg of this bipap machine because if the analog is not functioning well it can lead to serious complication such as death.